Event description:
Patient arrived at clinic for vivitrol injection, terumo surguard3 needle used from kit lot number 240423d, exp 03/31/2029. Attempted to inject patient upon injection it was discovered that the needle was defective. Removed needle from patient and found that nothing would flow through. Patient had to be stuck a second time with a different brand.